Event description:
The customer reported intermittent trouble in acquiring lead v4. The customer swapped out leads sets and trunk cables, but the problem continued to occur. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported intermittent trouble in acquiring lead v4. The customer swapped out leads sets and trunk cables, but the problem continued to occur. There was no reported adverse patient impact. The philips repair bench evaluated the device and confirmed the problem. The ECG connector was found to show signs of wear. Both the ECG connector (connector module) and ECG trunk cable were replaced to address the failure. The device passed all performance assurance testing and was returned to the customer. Given that the customer already ruled out any ECG cables as a cause we are concluding that this was a failure of the connector module that resulted in loss of connection/monitoring for the v4 lead.